Manufacturer narrative:
Internal complaint reference case- (B)(4). Tula iontophoresis system provides an electrical dose of 6.36mamin to drive ions of lidocaine and epinephrine into the tympanic membrane in a 10-12 minute application.

Event description:
It was reported that, during tula bmt procedure, the iontophoresis portion of the procedure was successfully completed in nominal mode, however, upon testing the right tympanic membrane (tm) of the child (right ear drum) for adequate anesthetization with tds tip (left side was not tested), it was determined that the tm was not adequately anesthetized to attempt the tube deployment portion of the procedure and aborted the procedure. The procedure was rescheduled for operating room.

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported drug was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Supplier inspection of retained samples did not identify any issues. A review of device records performed by the supplier showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A supplier evaluation found that, based on the acceptable batch record review, retain samples inspection and final product testing results, there is no reason to believe there is any impact to product quality of the lot. Since no harm has been alleged to this patient and the procedure will be rescheduled for the or, no further clinical/medical assessment is warranted at this time. A device deficiency was not identified and a root cause of the reported event could not be determined.. Factors that could have contributed to the reported event include administration technique, drug storage conditions, patient anatomy, and pathological and psychological factors. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported drug was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Supplier inspection of retained samples did not identify any issues. A review of device records performed by the supplier showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A supplier evaluation found that, based on the acceptable batch record review, retain samples inspection and final product testing results, there is no reason to believe there is any impact to product quality of the lot. Since no harm has been alleged to this patient and the procedure will be rescheduled for the or, no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include administration technique, drug storage conditions, patient anatomy, and pathological and psychological factors. No containment or corrective actions are recommended at this time.